Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/14/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was unresponsive. Reportedly, the touchscreen was unable to process through 'unopened vent op'. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date:13feb2019. Date received by manufacturer: 30jan2019. The philips field service engineer (fse) evaluated the device. The fse replaced the touchscreen to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The touchscreen assembly was returned for evaluation. During testing, the touchscreen was unable to access touch screen diagnostics and it failed the resistance testing. The resistance ratio was out of specifications. The determination was made that the device failed to meet specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.